Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the identity of the foreign material and a definitive root cause of the foreign material remaining in the device could not be determined. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. There was no delay to pre-cleaning. The customer stated there were no abnormalities in the accessories used for reprocessing. All external surfaces of the endoscope were wiped/brushed with clean lint-free cloths, brushes, or sponges. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, an olympus asset, with no reported complaint. During the device evaluation, foreign material was observed on switches 2 and 3. There was no patient involvement.